Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found the switch on the front panel of the subject device did not function. The field engineer of olympus medical systems india (omsi) contact the user by videocall and found the problems with the subject device that the front panel did not function, and the led did not light up. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the examination lamp did not light up because the switches on the front panel did not function due to the failure of the printed circuit board (cm board), and also found that the led did not light up as reported due to the failure of the printed circuit board (cm board). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (the front panel switches did not function, and the led did not light up) could not be conclusively determined. However, based upon the information from omsi, omsc surmised that these phenomena were attributed to the failure of the printed circuit board (cm board). The exact cause of the printed circuit board failure could not be conclusively determined. If additional information is received, this report will be supplemented.